Event description:
The customer contacted physio-control to report that their monophasic AED device had a service wrench present and an event code in the memory which indicated that defibrillation therapy may not be available, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that their monophasic AED was no longer supported by physio-control and therefore was not serviceable. Physio recommended that the device be permanently removed from service and that a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.